Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA was issued to replace the device. The device has not been returned to the MFR.

Event description:
A site rep reported the system was very slow. The system has occasionally frozen in various applications in the past, and that re-booting the system resolves the issue. There were about 50 exams on the system at the time. There was no pt present.